Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
A baxter service technician discovered a colleague infusion pump experienced failure code 808:07. This problem was identified during service and interrupted delivery. There was no patient injury, medical intervention, or adverse reaction in association with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:07 was confirmed during product evaluation. This condition was caused by corrosion on channel a pumphead module printed circuit board. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.